Manufacturer narrative:
Medtronic received additional information that this mitral annuloplasty band was implanted and explanted due to extensive annular calcification and deteriorated posterior leaflet which lead to an ineffective attempt at valve repair. The band was successfully replaced with a mitral bioprosthetic valve and there were no additional adverse patient effects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.